Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.,

Event description:
The customer contact reported a disconnection. The extension tubing set was being used to deliver an unspecified volume of total parenteral nutrition (tpn), at a rate between 70ml/hr and 125ml/hr, via a gemstar pump. It was reported that the delivery duration was 12 hours. The male adapter of an unspecified gemstar tubing set was connected to the female adapter of the extension tubing set. The option-lok male adapter of the extension tubing set was connected to a microclave port connected to the patient's IV access site. At an unspecified time in the evening, the delivery was started. The customer contact reported that "in the middle of the night," the option-lok male adapter disconnected from the microclave port. The following morning, it was noted that an unspecified volume of solution had leaked onto the patient's bed. The tubing sets were removed from clinical service. Therapy was resumed the following night with replacement tubing sets. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.